Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and high impedance. It was also reported that the physician was unable to communicate with the implantable pulse generator (ipg) even with fluoro-guided location. It was noted that the patient had large breasts. The right ventricular (rv) lead was capped and replaced. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.